Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012. Investigation: samples received: one unopened pouch. Analysis and results: there are no previous complaints of the same code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received one closed sample to analyze this complaint. We have tested the needle attachment strength of the closed sample received and the result fulfils the requirements of the european pharmacopoeia (ep):2.45 kgf (ep requirements: 1.83 kgf in average and 0.61 kgf in minimum). A review of the batch manufacturing record for this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. The needle attachment strength results before releasing the product were 2.67 kgf in average and 2.31 kgf in minimum and fulfilled ep requirements. No corrective or preventive actions needed.

Event description:
It was reported suture (thread) detached from the needle. During a surgical procedure, the surgeon was using the suture and at the third stitch the suture loosened from the needle. The patient outcome was good with no delay in surgery. No additional patient information was received.